Event description:
Our clinic prescribes enuresis alarms for children. We have recently prescribed the malem enuresis alarm for a (B)(6) boy and parents started using the alarm on (B)(6) . On (B)(6), the second night, they complained of the alarm getting hot at night when the child was sleeping and stinging the child's neck at night. The device has clearly malfunctioned and caused the child's skin to burn at the point of contact. We have instructed to forward the complaint to FDA and we have returned the device to the parents. The alarm was bought new from the MFR and was delivered in sealed box. It has failed to perform as expected and in fact has only caused skin burn in 2 nights of use.